Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy post percutaneous coronary intervention. Protamine (dose unknown) was given during the procedure. After the procedure, the patients groin and foot were reported to be fine. Eight days later, the patient went to the emergency department with complaints of pain in the right leg and a cold, numb foot. Surgical findings revealed thrombus around the closure device which was found within the lumen of the artery at the bifurcation. The angio-seal device was removed and clots were removed from the superficial femoral artery. An embolectomy was performed with a bovine patch. Blood flow was restored and the patient is reported to be stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for sign of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading the symptoms of distal arterial insufficiency. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states sine bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.